Manufacturer narrative:
Unresponsive buttons due to corroded keypad traces; unable to perform displacement test due to unresponsive buttons. Insulin pump was received with moisture on lcd board. No moisture damage noted on motor assembly. Cracked battery tube threads noted. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump fell in water. It was reported that area near battery compartment was cracked. Insulin pump would be replaced.